Manufacturer narrative:
Date of event not provided by the complainant. Although two surgery dates were provided without a clear indication of which date the biodesign tension-free urethral sling was implanted, based on the given lot number, the manufacture and expire dates of the product indicate that (B)(6) 2009 was likely the implant date of the surgisis biodesign product. Ec method: process evaluation review of the device history records. Result: no results available since no evaluation performed as device was not returned to the MFR. A review of the device history records indicated the product was manufactured to specifications. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations, a review of the cbi complaint system, a review of the device history records which indicated the product was manufactured to specifications, a review of the surgisis biodesign tension-free urethral sling IFU fp0015-3b and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the surgisis biodesign tension-free urethral sling's performance and the alleged injury remains unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a follow-up to this MDR will be filed.

Event description:
The pt was reportedly implanted with an obtryx, boston scientific xenform, and a stratasis tension-free urethral sling during surgeries performed on (B)(6) 2009 and (B)(6) 2012 by dr (B)(6) and dr (B)(6) at (B)(6) health system. The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and add'l medical treatment and procedures. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type/to what extent intervention was performed, specific correlation between device performance and alleged injury and current pt status.